Event description:
The patient contacted animas on (B)(6) 2012 reporting that several months ago the pump was exposed to water by a water bottle falling on it. The patient stated the pump would not turn on. The patient reported that they took the battery and cartridge out and let them dry for two days. The battery and cartridge were reinserted and the patient continued to use the pump with no further issues reported. The patient also reported that the keypad was peeling. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump booted to verify screen with audible and vibratory alarms. The black box did not show evidence of power on resets. There were no alarms related to the complaint in the alarm history. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. The pump failed leak testing with battery compartment leak. The pump cover was removed to investigate and no evidence of moisture or evidence of damage to battery flex or power circuit was observed. Evaluation revealed that the battery compartment was cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.